Event description:
A malfunction alarm with the code "malf 0" was reported. There was no reported adverse impact to the customer's blood glucose level. The customer successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.